Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. (B)(4).

Event description:
During an adiana procedure for permanent contraception the "tip (of the disposable device) broke off and was lodged (in the) left fallopian tube". This "tip" was removed with "graspers" and the procedure was completed successfully with another adiana disposable device. The pt was discharged home. On (B)(6) 2011, it was reported that the pt is doing fine.